Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was a non-electrical miscellaneous finding on the tip electrode. It was noted that the lead was received with the helix fully retracted. The helix had been over-retracted, which most likely contributed to the helix issue. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant.

Event description:
It was reported that at implant attempt of the atrial lead, the first placement did not yield an acceptable threshold. Upon repositioning, the lead helix would not extend, even with repeated attempts. The lead was removed and replaced and no patient complications have been reported as a result of this event.